Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacturing date is not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the clamp would have to be replaced. The mechanisms of stretching the screw that stretch the both sides to over the spinous process was not working (the piece that opens clamp was not working as the screws were damaged) . There was no patient present when this issue was identified.